Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due the device would not inflate. The pump remained flat when squeezed. There were no known patient complications reported in relation to this event.